Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by med information received by medtronic indicated that the insulin pump was over delivering while in auto mode. Customer started about tuesday afternoon, blood glucose was 60 mg/dl and he ate something and brought it back up and it went back down and current value was 82 mg/dl. The customer alleges that the insulin pump was over delivering because the customer blood glucose did not drop without bolus delivery. Customer also stated that retainer ring was loosed however reservoir able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis and insulin pump will be returned for analysis.